Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a broken reservoir compartment. The customer also reported that the retainer ring and o-rings were missing. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a scratched case, pillowing keypad overlay, a peeling keypad overlay, a missing display window cover and minor scratches on the lcd window. No damage on the reservoir compartment and retainer ring noted. No missing reservoir tube o-ring noted.